Manufacturer narrative:
According to the problem description, the compressor mini was cycling in and out of standby mode. The problem was confirmed on-site, the standby valve was replaced and after that was functional tests performed successfully and the compressor unit was returned to service. The returned standby valve was installed in a compressor mini and connected to a ventilator. When ventilating with the compressor not connected to wall air, the compressor unexpectedly goes in standby mode after a while. It remains in standby for a few seconds and then starts up again. This behavior is repeated during the test. This shows a leakage in the standby valve, causing pressure to build up on the side where the pressure transducer that checks if wall air is connected is mounted. This renders the compressor to go into standby mode, believing that wall air is mounted when it¿s not. A failure in the compressed air supply could lead to an insufficient air pressure being delivered to the ventilator. This will cause our ventilator to deliver 100% oxygen to the patient in order to maintain pressure/volume delivery, a low priority alarm ¿o2 concentration high¿ will then be triggered. The conclusion in this matter is that the reported issue was caused by a leakage in the standby valve.

Event description:
Manufacturer ref # (B)(4).

Event description:
It was reported that the compressor was making a noise and intermittently was going into standby mode. There was no patient harm. Manufacturer's ref #: (B)(4).